Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing during a splenectomy, the cartridge was inserted through the trocar with the jaws closed, and suddenly the jaws would not open. It was also reported that they experienced the same situation after disconnecting the adapter and replacing the shell. Furthermore, the adapter could not be disconnected from the cartridge. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.